Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a hair was observed within the drip chamber of the device. The reported problem was verified. The cause of the condition was determined to be due to a supplier manufacturing issue. The supplier of the drip chamber has been notified of the issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a hair inside the drip chamber of a solution administration set. This was noted during priming. There was no patient involvement. No additional information is available.